Event description:
During a faraview pulmonary vein isolation procedure for the treatment of atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following insertion of the faradrive sheath into the left atrium and removal of the dilator, the sheath was aspirated and connected to a continuous flush. However, a farawave catheter was introduced through the faradrive sheath, which was aspirated again. During aspiration, air bubbles were observed entering the sheath through its valve. The sheath was replaced, and the procedure was completed without any patient complications. The device is expected to be returned for further analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves ability to seal pressure and fluid within the sheath. The cause traced to device design conclusion code was selected for the allegation of visible air/bubbles.

Event description:
During a faraview pulmonary vein isolation procedure for the treatment of atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following insertion of the faradrive sheath into the left atrium and removal of the dilator, the sheath was aspirated and connected to a continuous flush. However, a farawave catheter was introduced through the faradrive sheath, which was aspirated again. During aspiration, air bubbles were observed entering the sheath through its valve. A pressure bag with a slow drip flow rate was used for irrigation. The guidewire was positioned at the tip of the catheter. No air was observed in the patient. The sheath was replaced, and the procedure was completed without any patient complications. The device is expected to be returned for further analysis.